Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
The device is not available for analysis. Correction: the correct catalog number is 90434; not 92127 as previously reported. This report is filed (B)(4) 2012. Device not available for analysis.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013.